Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the blade was damaged during set-up prior to an endoscopic sinus surgery (ess). The plastic of the connection part immediately came off. It was confirmed that there were no fragments that was detached from the device. It was the initial use of the blade. There was no delay in the procedure as a result of this event. The procedure was completed using a back-up device. It was noted that the device did not have contact with the patient. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that visually, the tracker and outer hub became detached from the irrigation collar which would have resulted in the reported event. The component(s) that became detached are not likely to become un-retrieved device fragments. There were no signs of misuse or mishandling. The outer hub shall be bonded to the irrigating collar using adhesive per the drawing. When viewed under magnification, there was a residue consistent with adhesive on both mounting surfaces. Although it appears that adhesive was present, the information indicates there was insufficient adhesion which resulted in the component(s) coming loose. A review of the global complaint data showed no other complaints for this lot number. In the returned condition, there was an out of specification condition identified as it relates to the complaint. The most likely underlying cause is consistent with, manufacturing / production. If information is provided in the future, a supplemental report will be issued.